Manufacturer narrative:
Preliminary analysis did not reveal any irregularity.

Event description:
Reportedly a twiddler's syndrome was identified with the subject device. It was reported that a re-intervention was planned on (B)(6) 2016.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly a twiddler's syndrome was identified with the subject device. It was reported that a re-intervention occured on (B)(6) 2016 in order to reposition the device in the pocket.